Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot, stalling at 00:00. Upon troubleshooting, the fse identified a malfunction in the flex vision pc as the root cause. The defective flex vision pc was returned to philips for failure analysis, which showed that there were no component failures; the description of the test performed was, "incorrect amount of ram. To resolve the issue, the fse replaced the flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.